Event description:
It was reported that the patient with this implantable pacemaker device was experiencing pain in abdominal implant location. Furthermore, the device will be moved to the left chest due to pain. This device remains in service. No additional adverse patient effects were reported.